Event description:
Event description guidant received information that after approximately two months in service, this implantable coronary sinus lead dislodged and was not effectively pacing the left ventricle. The physician attempted to reposition this lead,however,a guidewire was not able to be passed through the lead, and repostioning the lead was unsuccessful.